Manufacturer narrative:
There was no patient involved in this event. Other relevant device(s) are: product ID: 9734477, lot #: 1756516. A medtronic representative went to site and performed a system checkout. The computer was replaced and the system then passed checkout. The computer 9734477 rollingstone embedded was received by the manufacturer for evaluation. Analysis found that the computer started to power cycle on its own. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the system was not booting up and the fans were cycling. A reboot of the system sometimes solved the issue. There was no patient involved in this event.